Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer advised the customer to reseat the sterile adaptor and replace the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. Follow up with the customer confirmed no further issues were noted in subsequent procedures after replacement of the endoscope. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the technical service engineer (tse) that the horizon line was off. The csr informed they would have the customer re-seat the sterile adaptor and would also replace the endoscope. Later, the tse followed up with the csr who ensured the issue was isolated to the endoscope. There were no further issues regarding the following cases. The endoscope would be returned for exchange. The procedure was completed as planned with no reported injury.